Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s low alert was set at 75 mg/dl, and at 9:30 am he received an alert that he was at 74 mg/dl. He got up to get some juice from the fridge, fell on the floor and had a seizure. The mother called emergency medical services (ems) and when the paramedics arrived, they checked a finger stick and it was below 20 mg/dl. Although a glucagon injection was available, they decided not to administer it while he was unconscious. After regaining consciousness, the patient ate a teaspoon of honey and some cherry juice to increase the bg. Paramedics remained in the home until the bg finger stick was more than 60 mg/dl and the patient¿s condition had stabilized. The patient¿s mother did not remember the exact bg finger stick values at the time of the event. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.